Manufacturer narrative:
Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone15.4, cgm sensor type: dexcom g7.

Event description:
The patient was wearing the pod at the time of the event. On (B)(6) 2026, the patient experienced hypoglycemia (blood glucose reported at 50 mg/dl) with seizures, prompting a 911 call to emergency services. The patient reported that the controller displayed glucose values within range despite low blood glucose. Oral carbohydrates (guava juice, approximately 24¿32 ounces followed by 8 ounces) were administered, resulting in improvement. The event resolved the same day without hospital admission. The pod and continuous glucose monitor sensor were worn on opposite sides of the body. The pod was discarded and unavailable for evaluation. Dexcom was notified of the event on 23 april 2026. An additional contact was documented on (B)(6) 2026.